Manufacturer narrative:
Technician removed the old bolt and installed a new bolt. Lift is now back in service.

Event description:
Info provided alleged that the screw that holds the sling bar on to the strap was loose and close to coming off. No injury was reported.